Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Analysis of the lead indicated that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that there was tissue visible on the helix. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing muscle stimulation upon magnet application. Right atrial (ra) lead thresholds suddenly rose to high levels and were noted as unstable. Additionally, p waves were not being detected, indicating undersensing. A lead revision was initiated during which it was noted that the ra lead had pulled back so there was no curve in the atrium. While attempting to re-position the ra lead, the lead completely dislodged and would not reattach securely. The physician chose to replace the lead. An alternative ra lead was attempted, however "due to the tines, it could not transit the patient's anatomy." The replacement lead was removed and an alternatively lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.